Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The consumer reported that the therapy was turning off by itself. The consumer reported that the patient turned stimulation on and after not even 5 minutes she stopped feeling stimulation. The consumer reported that the patient tried turning stimulation up, but she still didn¿t feel anything. The consumer reported that they went to the clinic to speak with the gentleman who helped them with the device and all he told her was that she was using the wrong batteries in the patient programmer (pp). It was reviewed that would not be the cause of what the patient was reporting. The consumer reported that the patient had not had any falls or traumas. The consumer synced with the ins and reported seeing the stimulation on icon. No further complications were reported.